Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a angioplasty treatment procedure, contrast sprayed out the introducer port. The target lesion was located in the superficial femoral artery (sfa). A 5 fr x 11 super sheath was inserted into the patient's artery. During the second hand injection contrast media sprayed into the face area of the physician and technologist who were performing the procedure. The super sheath kinked and access with the sheath and an unspecified guide wire was lost. Both devices were removed and the procedure was completed with a different device. No further complications were reported. The patient's status is stable.